Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00873. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a laceration closure procedure on (B)(6) 2010 and suture was used. While suturing the pt, the needle broke. Another size needle was used to complete the procedure. There were no adverse pt consequences reported.